Event description:
According to the physician, the battery voltage was unexpectedly low at last. ICD interrogation on (B)(6) 2013. An estimation of the device residual longevity is requested so as to adapt the follow-up interval in the future.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.